Event description:
Via the article, "defining the role of ab externo xen gel stent in glaucomatous eyes with prior failed surgical intervention." Graefes arch clin exp ophthalmol (2022); noted the following events: 2 eyes required cpc, 2 eyes required a second glaucoma drainage device implantation, 2 eyes required a second xen stent implantation, 1 eye had a self-limited choroidal detachment causing permanent loss of 2 lines or more of bcva, 1 eye had a posteriorly malpositioned xen found postoperatively requiring a second xen implant, 10 eyes required bleb needling procedures, 8 eyes had early hypotony, iop-lowering medications required in unknown eyes, 18 eyes implanted via ab externo technique, 1 patient with history of pacg implanted with xen®45 gts.

Manufacturer narrative:
(B)(4). Implant date: november 22, 2016 to november 4, 2020. Article citation: dhoot, r. K., chuang, a. Z., karimaghaei, s., guevara-abadia, f., shah, r. D., & feldman, r. M. (2022). Defining the role of ab externo xen gel stent in glaucomatous eyes with prior failed surgical intervention. Graefe¿s archive for clinical and experimental ophthalmology. Https://doi.org/10.1007/s00417-022-05857-6. Multiple requests for further information have been made. Allergan has received no response from the authors. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of high intraocular pressure is a known potential adverse event addressed in the product labeling.